Event description:
The haptic of the lens was bent during insertion into the eye using the ez-28 sofport. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.